Manufacturer narrative:
The device was not returned to the manufacturer for analysis; therefore, the MFR's investigation of this event was limited to a trend analysis and a review of the device history record. A trend has not been identified. A review of the device history record did not reveal any manufacturing variances related to this event. Based upon the record review there is reasonable assurance that the product met all manufacturing requirements and functioned as intended prior to placement out in the clinical field. Due to the unavailability of the device for analysis, no definitive determination can be made as to the cause of this incident at this time. No further details are available. The customer has been notified of the MFR's findings. The MFR is now closing the file on this event.